Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the day of implant, the original insertion of a single coil right ventricular (rv) lead resulted in an undefined high pacing impedance measurement. The lead was removed and re-inserted, and the pacing impedances were then within normal range. The superior vena cava (svc) impedance, however, denoted an undefined high impedance value instead of "none." There was confusion about this discrepancy. A review by qualified personnel determined that since there is no svc present, the svc must have measured an in-range impedance at some point during the testing. The svc will now continue to report a high/undefined numeric ohm value instead of "none". Additionally, the rv defibrillator impedance was noted to be within normal range, but slightly elevated. The rv lead remains in use. No patient complications have been reported as a result of this event.